Event description:
During an endoscopic procedure to treat a bleeding ulcer in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that the powder never came out [unable to spray - subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Loose powder was present in the nozzle, though no powder was observed on the outside of the device. When tested as returned the device did not spray. The co2 cartridge discharged upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation. When tested with a new co2 cartridge and activation knob, the device did not spray. The handle was disassembled, and the tubes were disconnected for removal of any powder. Loose powder was present in the front tube connecting the on/off valve to the powder chamber and the back tube connecting the powder chamber to the low-pressure valve. (Note: the back tube was slightly cut during disassembly). A visual inspection of the hole in the bottom of the powder chamber showed it to be clear. The larger center cannula was observed to be clear of powder. The smaller cannula within the powder chamber, however, was found to be impacted with loose powder and light was unable to pass through, this is the likely cause for the reported difficulty. The powder was removed from the cannula, and no clumps were noted. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: our evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was impacted powder within the smaller powder chamber cannula. The cause of the internal clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.